Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had the pump turned off and when it was turned back on a malfunction alarm occurred. There was no patient involvement as the customer was not using the pump at the time.